Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 26408413. Product family: dbs-lead fixation, upn: m365db4605c0, model: db-4605-c, serial: na, batch: 25108944. Product family: dbs-lead fixation, upn: m365db4605c0, model: db-4605-c, serial: na, batch: 26129449.

Event description:
It was reported that during a deep brain stimulation (dbs) procedure the head of the screw broke while attempting to insert it into the skull. Multiple screws were used that had the same issue; however, the procedure was successfully completed with the use of a different screw of the same model. It could not be confirmed that all broken pieces were removed from the patient. No further information has been obtained despite good faith efforts.